Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d) it was suspected the patient was inappropriately shocked for ventricular tachycardia (vt). A review of vt monitored and treated vt/ventricular fibrillation (vf) episodes noted atrial undersensing as present. The feature designed to withhold ventricular detection match scores were high, but ventricular rate was reportedly greater than atrial rate, so the feature was not applied. If atrial sensing was appropriate, feature may have withheld. Thus, without the ra lead oversensing, therapy may have possibly been withheld for vt. The crt-d and ra lead remain in use. No further patient complications have been reported as a result of this event.